Event description:
It was reported that the inflatable penile prosthesis (ipp) device had a break in the left cylinder tubing eight years after the implant. All components were explanted and replaced. The device was working properly after the procedure.